Event description:
It was reported that during a lap cholecystectomy procedure, when applying the clips across the cystic duct and artery, they were not forming at all, and falling into the pt's abdomen. No pt consequences were reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.